Event description:
Caller reported a tandem mobi cartridge alarm, specifically cartridge alarm 35. No adverse impact was reported on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the consecutive cartridge alarms and resolved to replace the pump. The customer decided to continue using the current pump as a backup therapy and requested to pick up the replacement at the headquarters. Instructions on returning the problematic pump were provided, including placing the pump into storage mode and returning it via ups with a pre-paid label.